Event description:
This lead was attempted in implant on (B)(6) 2013 due to difficult patient anatomy. The physician was dr. (B)(6) at (B)(6) health in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).